Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec¿d (B)(4) 2014 - medical records received. Upon revision, metal staining and corrosion were noted. The adapter sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(4) 2014. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip implant on her left hip on or about (B)(6) 2008. Patient experienced pain and suffering; disability; impairment; loss of function, use and range of motion; decreased and poor hip performance; gait disturbance; metallic and other particulate contamination of the blood and body; exacerbation of underlying hip joint disorders; internal scarring; and irritation and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones and soft tissues of the hip joint and surrounding areas. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(6) 2011 - plaintiff's preliminary disclosure (ppd) form with implant stickers received which identified part/lot information. Product updated, femoral head added and ppd with stickers attached to file. Follow-up and initial emdrs filed. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address mechanical grinding. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) /2014. Update rec¿d (B)(6) 2014 - medical records received. Upon revision, metal staining and corrosion were noted. The adapter sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(6) 2014.